Event description:
The customer reported the evis exera iii xenon light source display a b30 error. The event occurred during preparation for use and there was no patient harm or user injury reported due to the event.

Manufacturer narrative:
A field service engineer (fse) was onsite to evaluate the device. Upon evaluation, the reported issue was confirmed due to a damaged connection socket. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to h3. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the b30 error was due to a broken socket which caused a communication failure between the camera head and processor. The root cause of the broken socket was unable to be identified. Olympus will continue to monitor field performance for this device.